Event description:
It was reported that during patient treatment, the ventilator stopped ventilating and alarmed for "check tubing". There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. Provided ventilator logs were reviewed. In the event log on the reported event date and time, there are alarms for vt insp. Overrange, peep (positive end expiratory pressure) low, check tubing and expiratory minute volume: low indicating a large leakage/disconnect in the patient breathing circuit. Generated alarms were silenced by the user indicating that the ventilator was under surveillance. During the situation causing the alarms, the measured volume will be different than the set or expected volume. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event. The cause of the reported stop of ventilation and generated alarms was most likely a leakage/disconnect in the patient breathing circuit. There is no indication of a ventilator malfunction at the time of the event. The cause of the leakage/disconnect has not been determined.